Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2007. It was reported the patient can no longer establish telemetry between her ipg and charging system. A new charging system was sent to the patient but the replacement charging system was not able to correct the issue. As the patient also reported pain at the ipg pocket, a x-ray of the scs system was taken. The x-ray revealed normal placement of the ipg with normal stress relief loops. No misalignment or disconnections in the header were observed. Due to the patient's inability to charge the ipg, she is currently without stimulation. The ipg was explanted and replaced. The explanted ipg was returned to the manufacturer for analysis, however, analysis is currently in process. Follow up on the patient found no further issues reported.